Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an external pulse generator (epg) was connected to a patient that was implanted with an implantable device. The epg was later brought to the biomed department because there was fluid ingression in the battery compartment. The biomed determined the epg should be sent in for service. No patient complications were reported as a result of this event.

Event description:
It was reported that an external pulse generator (epg) was connected to patient and unit had fluid ingression in the battery compartment. Instrument was sent in for service/repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review of the reported event prompted a change in the conclusion code.